Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was found to be pierced on the non-removable part of the catheter. The nurse had to cut the catheter and add a titanium ring to adapt a peritoneal dialysis extender. Tego was not utilized and there was no luer adapter issue. There was no reported patient outcome.

Event description:
According to the reporter, on september of 2020, the patient decided to change from peritoneal dialysis (pd) to hemodialysis treatment with fistula and the pd catheter remained implanted to the patient but was no longer in use. When the patient was at home on the (B)(6) 2020, the patient identified a hole and leakage of the peritoneal fluid in the tubing of the catheter as the patient's t-shirt was wet although the pd catheter was not in use. The nurse removed the damaged portion of the catheter and replaced it with a new extension and titanium adaptor. Betadine and biseptine were the cleaning agents (both are prescribed) which had been used at two facilities during use of the catheter and mupiderm was used at the exit site. There were no multiple cleaning agents used together and sepsiderm was not used to clean the catheter. The insertion site was treated with xylocaine brushing during installation. Sterile dressings did not include any cleaning agent or antimicrobial properties and were used to cover the catheter between uses and cleaning agents are allowed to dry fully before applying creams or covering the catheter. The patient maintained the catheter usingthe hospitals protocol of biseptin, then mupiderm and changing the dressing every two days. There was no change in protocol for using the cleaning agents. There were no any other unusual observations on the device and other than the punctured catheter, there were no other defects or damages to the product. There were no other products used on the device and no intervention was required. The pd catheter was finally removed on the (B)(6) 2021. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was found in the patient's home and out of use to be pierced on the non-removable part of the catheter. The nurse had to cut the catheter and add a titanium ring to adapt a peritoneal dialysis extender (the catheter was repaired and the problem was resolved). There was a leak observed upstream of the extension and the titanium ring. The catheter was still implanted to the patient but was longer in use since (B)(6) as the patient changed to hemodialysis treatment with fistula (the ablation of the peritoneal dialysis catheter will soon be removed). Tego was not utilized and there was no luer adapter issue. Betadine was used as the cleaning agent on the device (as a protocol, carried out from installation until (B)(6) 2019) and biseptine was used onwards. The insertion site was treated with xylocaine brushing during installation. Mupiderm was used as an ointment at the discharge site and the dressing use is sterile dressing with integrated compress (europlaie). The wound dressing did not include any cleaning agent or antimicrobial properties and the agent was completely dry with sterile dry compress before the catheter was covered. The cleansing agent was completely dry before applying creams to the area and the patient preformed the cleaning according to the hospital's protocol (biseptin then after drying, mupiderm) and changed the dressing every two days. Mupiderm and biseptin are the only treatments applied and both are prescribed. The cleaning agents were changed once during the life of the catheter (the original product was betadine). There were no multiple cleaning agents used together and the site did not use sepsiderm to clean the catheter. There has not been a change in protocol for recently used cleaning agents (same protocol for 1 year). The patient themselves use cleaning agents or antibiotics from the institution's protocol. There were no any other unusual observations on the device and other than the punctured catheter, there were no other defects or damages to the product. There were no other products used on the device. There was no blood loss and had to change the cover for the change of extension to sterile. There was no patient injury.

Manufacturer narrative:
Additional information: b3, b5, d6a, d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received.the device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that there is a leak on the catheter shaft. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was found in the patient's home and out of use to be pierced on the non-removable part of the catheter. The nurse had to cut the catheter and add a titanium ring to adapt a peritoneal dialysis extender (the catheter was repaired and the problem was resolved). There was a leak observed upstream of the extension and the titanium ring. The catheter was still implanted to the patient but was longer in use since september, as the patient changed to hemodialysis treatment with fistula (the ablation of the peritoneal dialysis catheter will soon be removed). Tego was not utilized and there was no luer adapter issue. Betadine was used as the cleaning agent on the device (as a protocol, carried out from installation until (B)(6) 2019) and biseptine was used onwards. The insertion site was treated with xylocaine brushing during installation. Mupiderm was used as an ointment at the discharge site, and the dressing use was sterile dressing with integrated compress (europlaie). The wound dressing did not include any cleaning agent or antimicrobial properties, and the agent was completely dry with sterile dry compress before the catheter w as covered. The cleansing agent was completely dry before applying creams to the area, and the patient preformed the cleaning according to the hospital's protocol (biseptin then after drying, mupiderm) and changed the dressing every two days. Mupiderm and biseptin were the only treatments applied and both were prescribed. The cleaning agents were changed once during the life of the catheter (the original product was betadine). There were no multiple cleaning agents used together, and the site did not use sepsiderm to clean the catheter. There had not been a change in protocol for recently used cleaning agents (same protocol for 1 year). The patient themselves used cleaning agents or antibiotics from the institution's protocol. There were no any other unusual observations on the device other than the punctured catheter, and there were no other defects or damages to the product. There were no other products used on the device. There was no blood loss, and they had to change the cover for the change of extension to sterile. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a leak on the catheter shaft. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.